Manufacturer narrative:
On 01/13/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/26/2017 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated.

Event description:
A medtronic representative reported that, while in a spine c1-c2 fusion procedure, the surgeon alleged an inaccuracy occurred with the spine software. All screws were placed accurately in c1, however, both screws placed in c2 were ~3 millimeters to the patient's right. The surgeon removed and replaced the screws without re-spinning the patient. It was not reported what instruments were being used. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes.